Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon going to bed the customer's blood glucose (bg) level was stable. At 1:00 am, the customer suffered a heart attack. The bg level upon arrival at the hospital was 600 mg/dl. The customer had received an occlusion and the infusion set cannula was found to be bent. The customer was treated with intravenous insulin and fluids. The customer was unsure if the heart attack was related to the pump or supplies. The customer has since reverted to using insulin injections to manage diabetes.